Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a blank display on the insulin pump. The customer stated that the screen turned off a couple of times. The customer explained that after changing the battery, the screen would stay on only for a little bit of time. The customer's blood glucose was 97 mg/dl. Troubleshooting was done. The customer stated that the battery cap looked perfectly fine. The customer confirmed that her insulin was not bumped, dropped or exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. Advised customer to insert a new aaa alkaline battery. The customer stated that the display returned. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.